Event description:
It was reported that the procedure was to treat heavily calcified lesions in the obtuse marginal (om) and circumflex (cx) arteries. After pre-dilatation, the minivision was placed at the om lesion and the vision was advanced for treatment of the cx lesion, but was unable to cross. The vision was removed with some resistance (with calcification) and it was noted that the stent struts were lifted. Since they had intended on deploying both stents simultaneously, the decision was made to remove the minivision undeployed. When the minivision stent delivery system was removed, it was noted that the stent had dislodged. There was no resistance noted during removal of the minivision. The stent implant was found in the om, near the lesion. A balloon was used to deploy the minivision stent in the unintended site in the om. A non abbott stent was implanted in the cx lesion and the om lesion was left ballooned only. There was no significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). An analysis of the returned device noted the stent implant had dislodged from the balloon and was not returned, confirming the reported dislodgement. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to indicate the presence of a product deficiency. The rx vision is being filed under a separate medwatch report.